Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced a loss of desired stimulation in the right hip. The stimulation moved to right rib and the middle of the back. An x-ray confirmed migration of the lead. A lead revision was performed with the lead "pulled down" and reanchored using the same titan anchor. The pt received good stimulation and 100% pain relief.